Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cannot access pockets and not show on drawer settings map. A field service engineer logged into the hta to check cubie functionality and found medication liquid spillage on row tray a. The fse powered off the device, removed the cubies and the row tray, cleaned the spillage from the drawer, replaced the row tray, and rebooted the device. After the repair, the drawer and cubies were functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was not able to access main 4 pockets a1 and a3 and also it was not showing on drawer settings map. Upon fse investigation a medication liquid spillage was found on reported row tray a. However, there were no delays or adverse events or injuries reported based on this event.